Manufacturer narrative:
The explanted device was returned to the MFR for eval. The completed analysis of the lvad pump confirmed thrombus. The pump was returned assembled with the percutaneous lead (lead) severed approx 2" from the pump housing and the severed portion of the lead was not returned. The sealed inflow conduit was returned detached from the pump inlet port. The sealed outflow graft, the sealed outflow graft bend relief, and the outlet elbow were returned detached from the device. Visual examination of the proximal side of the inlet stator and the distal side of the outlet stator prior to disassembly revealed no evidence of depositions or thrombus formations. Examination of the disassembled pump revealed thrombus formations surrounding the bearing cup of the inlet stator, as well as the bearing cup of the rotor. The non-laminated structure and areas of denaturation indicate that these thrombi likely developed acutely while the pump was supporting the pt. Although a specific cause for the development of the observed thrombus formation could not be determined through this eval, they could have contributed to the reported drift in lactate dehydrogenase (ldh) values and sporadic power elevations. The pump bearings, rotor and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Once the observed thrombus formations were removed, the device was cleaned, reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the mfg process and the device functioned as intended. No further info is available. The MFR is closing its file on this event.

Event description:
The pt was implanted with a left ventilator assist device (lvad). It was reported by the vad coordinator that the pt had a routine transplant. It was also reported through the MFR's technical service personnel that although this was a routine transplant due to an organ becoming available, the pt had experienced a drift in lactate dehydrogenase (ldh).